Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a cause for the por and lack of stimulation could not be determined. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger and programmer have a blank screen. The patient said she called the hcp and manufacturer representative (rep) and was waiting for a call back. The patient was getting a por message on the recharger. The patient was advised to push the audio key and this bypassed the icon. The patient was able to charge and was getting 4 boxes. The ins was less than 1/4 charged. The patient said they last charged 3 weeks ago and they were not getting stimulation. Troubleshooting was said to have resolved the reported issue. No further complications were reported.